Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).

Manufacturer narrative:
The product was returned to pentax medical for repair.we the technician checked the returned unit and confirmed that the cmos module with drive pcb cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the cmos module with drive pcb. In addition, we the technician confirmed that the objective lens cracked, the segment crushed, the bending rubber cut, the air/water socket attaching nut loose, the distal body worn out, the r/l lock knob hard to move, the u/d lock lever hard to move, the angle wire grinding, and the air/water socket chipped/cut o-ring; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.